Event description:
It was reported that the customer was hospitalized for high blood glucose. The mother stated that her son's blood glucose reading was between 300 and 400mg/dl. The customer stated that some of the settings on the device were changed by the hospital staff. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed the high pressure twice and the device failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.